Manufacturer narrative:
E1: initial reporter phone no. - main number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 3000ml exactamix eva (ethylene vinyl acetate) bags were leaking from an unspecified location. The leaks were observed during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.